Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as an unspecified cardiovascular problem. On an unreported date, the patient visited the emergency room and was transferred to another hospital for admission. Treatment in the emergency room and hospital was not reported. It was not reported if an autopsy was performed. Peritoneal dialysis was ongoing prior to death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.